Manufacturer narrative:
(B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The transitional member was damaged and stuck in the locking handle. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the transition arm of the a2101 mayfield ultra base unit was stuck in the socket and the securement screw was missing. There was no patient injury or surgery delay.